Manufacturer narrative:
The balloon burst under nominal pressure. The target lesion was the ostium of the iliac with more than 80% stenosis. There was no calcification or vessel tortuousity. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast was ultravista and the ratio of contrast to saline was 1:3. An unidentified indeflator was used in the procedure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The balloon was in an acute bend. The balloon catheter did not kink while being used and was easily removed from the patient. It was also intact (in one piece) when removed from the patient. One non sterile catheter sds genesis opta pro 10.0mm x 4.0cm 135.0cm was received coiled inside a plastic bag. There were blood residues observed in the catheter. The stent and balloon were not expanded. No other anomalies were observed in the returned device. An attempt to inflate the balloon was done and during inflation it was noted the balloon leaking due to a pin hole approximated at 4.0cm from the distal tip. Sem analysis was performed to identify the cause of balloon leakage; results showed that the balloon external surface exhibited evidence of abrasions near the tear-edge. The balloon internal surface exhibited no evidence of damage. The exact cause of the balloon burst could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Failure reported by the customer for balloon burst was confirmed; however the exact cause of the balloon burst failure could not be conclusively determined. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the iliac artery the balloon was reported to have ruptured under nominal pressure. The vessel was described as having no calcification or tortuousity with an 80% stenosis. There was no reported patient injury. One non sterile catheter sds genesis opta pro 10.0mm x 4.0cm 135.0cm was received coiled inside a plastic bag. There were blood residues observed in the catheter. The stent and balloon were not expanded. No other anomalies were observed in the returned device. An attempt to inflate the balloon was done and during inflation it was noted the balloon leaking due to a pin hole approximated at 4.0cm from the distal tip. Sem analysis was performed to identify the cause of balloon leakage; results showed that the balloon external surface exhibited evidence of abrasions near the tear-edge. The balloon internal surface exhibited no evidence of damage. The exact cause of the balloon burst could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Failure reported by the customer for balloon burst was confirmed; however the exact cause of the balloon burst failure could not be conclusively determined. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event.

Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not yet available. Additional information has also beein requested and will be submitted within 30 days upon receipt.

Event description:
The balloon of genesis was burst when the physician was inflating.